Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance in resetting the pump, and the customer was instructed to continue using the pump and to call back if the malfunction recurred. The customer understood and acknowledged these instructions.